Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on or off. There is no indicator of power on or charging. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of (B)(6) 2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device will not turn on or off. There is no indicator of power on or charging. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on or off. There is no indicator of power on or charging. No additional information was provided. There was no patient involvement.